Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted during bolus and basal delivery; the motor was tested outside of the device and passed. No crack on reservoir tube window noted. However, the insulin pup had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error alarms frequently. Insulin pump had a crack on the screen, reservoir window, and the battery loading slot. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.